Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to their implantable cardioverter defibrillator (ICD) beeping. Upon interrogation, it was noted that the right ventricular (rv) lead had high pacing impedance, and no capture. The lead was abandoned, capped and replaced. No patient complications have been reported as a result of this event.